Manufacturer narrative:
Log files analysis not needed since the no power alarm event is related to the audio of the controller. No audio data is logged in controller log files. The root cause: the reported event could not be confirmed during all bench testing. Conclusion: the device: con186361, associated with the event was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device met specification; the device passed visual and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient was on their routine visit to the clinic. The vad coordinator "wanted to check settings of the backup controller and recognized that internal battery was not providing no power alarm". Vad coordinator performed a controller exchange, "no effect on patient was seen". No further information available. Investigation is ongoing.